Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned o3 module was evaluated. External visual inspection showed no damage.  The module was connected to a root and successfully established communication.  During testing the module was able to obtain measurements continuously and the measured values were consistent with a known good module.  Humidity was added to the module and the measurements were inconsistent with a known good module. Internal inspection showed a contaminant on the cable connector.  The customer complaint was not duplicated however the contaminant on the cable connector was identified as a potential root cause of the reported issue. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported that the device provided low readings. No consequences or impact to patient were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported that the device provided low readings. No consequences or impact to patient were reported.